Manufacturer narrative:
A ge service representative performed an on site investigation. The cpu circuit board was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the model 9800 had communication failures at boot up. There was no adverse pt involvement reported.